Event description:
This event was captured based on literature review of the abstract, impact of team preparation and procedure technique on outcome of the foetal balloon aortic valvuloplasty. In years 2011 - 2012, 13 balloon aortic valvuloplasty (bav) were performed in foetuses aged 20 - 31 weeks for treatment of foetal congenital cardiac malformations. A balance middleweight guide wire, whisper guide wire and trek balloon were used in these cases. Clinical outcomes were as follows: pericardial effusion (6 cases); bradycardia (5 cases); no additional information was provided. Event occurred at (B)(6).

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2012. (B)(4) - indication for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the guide wire was used in the procedure for balloon aortic valvuloplasty (bav). It should be noted the hi-torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheter during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear that the violation of the IFU caused or contributed to the reported difficulties. The additional devices referenced are being filed under separate medwatch reports. Article - impact of team preparation and procedure technique on outcome of the foetal balloon aortic valvuloplasty.